Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The review revealed that the implant was manufactured according to the specifications and no abnormal findings were identified. The implant was checked for functioning and the dimensions have been verified; neither a product nor a function fault could be detected. The implant meets all measurable dimensions and was found to be in perfect working order.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that the holes of plate appear to be bigger than usual, as reported by the surgeon during insertion of the screws. The surgeon decided to remove the implant and use another one.